Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. Upon annual follow up with computed tomography scan the patient was shown to have a component separation between the main body and proximal extension. The physician elected to treat the patient with an infrarenal and suprarenal aortic extension. The endoleak sealed and the patient is stable.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined. Patient factors that might have contributed to this event included the use of anticoagulation therapy.